Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during self-test phase of the device start up. The device then alarmed due to high conductivity. There was no pt injury or medical intervention associated with the incident.